Event description:
It was reported that in 1986 patient had a bilateral thr. The left hip is ok. In 2004, the patient's right trident hip shattered. Patient looked it up online and saw information on a (B)(6) 2008 recall. The doctor never told him about the recall and has since passed away (surgeon).

Manufacturer narrative:
The completed investigation indicated that the reason for the patient's revision was due to a loose acetabular component. The specific device details were not available but the device was reported to be an unknown trident cup. A review of the provided medical records by a clinical consultant concluded: ¿in this difficult case of ankylosis spondylitis with poor bone quality, increased stress on the hips from spinal stiffness and deformity, and multiple medications, failure of acetabular fixation eighteen years post-implantation is not unexpected. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this late clinical situation.¿

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding loose acetabular involving a trident cup was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: ¿in this difficult case of ankylosis spondylitis with poor bone quality, increased stress on the hips from spinal stiffness and deformity, and multiple medications, failure of acetabular fixation eighteen years post-implantation is not unexpected. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this late clinical situation.¿ conclusions: the investigation concluded that per clinical consultant that failure of acetabular fixation eighteen years post-implantation is not unexpected in this patient with ankylosis spondylitis with poor bone quality, increased stress on the hips from spinal stiffness and deformity, and multiple medications.

Event description:
Additional information: it was reported that the patient is experiencing pain and has difficulty walking after the revision surgery.